Manufacturer narrative:
The complaint allegation is confirmed. Per the event description, "on the 13th of march 2023 it was reported via email that an ar-4068-45l suturelasso had an issue where the device snapped off inside of the patient's shoulder during surgery while trying to bring device back through the port as per procedure needs. It is concluded that the tip of the suturelasso¿ sd, 45° curve left, was broken off when it was trying to be removed. No pictures provided. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
On the (B)(6) 2023, it was reported via email that an ar-4068-45l suturelasso had an issue. The device snapped off inside of the patient's shoulder during surgery while trying to bring device back through the port as per procedure needs. There was a case and patient involved. The tip was able to be located and retrieved so no adverse effect for patient occurred.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.